Manufacturer narrative:
Additional information concerning this event is currently being requested from the field.

Event description:
Boston scientific received information that this right ventricular (rv) lead was fractured and causing an increase in pacing impedance measurements. Surgical intervention was performed and the rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
Despite multiple attempts to gather additional information concerning this event, no response was ever provided from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.